Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, fractured PICC line with hole 5cm above exit site noted when flushing with saline, slight bubbling and leakage. PICC in situ for 2 months. Line was removed from the patient. No harm to the patient.